Manufacturer narrative:
The account indicated their facility maintenance inspected the bed after the event and could not duplicate the alleged malfunction. Two hill-rom technicians inspected the bed and could not duplicate the alleged malfunction.

Event description:
The nurse alleged the pt was on her side and all the rails were raised. While she was cleaning the pt, she turned to get a rag and heard both pt left siderails fall. When she turned back, the pt was face down on the floor. The pt lost one tooth and chipped three others.